Event description:
It was reported that the arctic sun device had an out of box failure, circulation pump was defective and drain ports were leaking. Due to transport control panel was damaged.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Upon further review, bd has determined that this event was not reportable as per the investigation findings. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had an out of box failure, circulation pump was defective and drain ports were leaking. Due to transport control panel was damaged. Per follow up information received on 26aug2022, the device arrived dirty, black dirt on it. A new calibration, mtk and stk were performed. The device passed the procedure and can be placed back into normal use. Both drain valves were replaced and the device has been cleaned.